Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is based on the customer's initial report of "around (B)(6)." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing pain that reached down to their hand, after one day of wearing the adc device. It was noted during troubleshooting that the customer applied the device to the incorrect site. The customer received consultation from a healthcare professional and had x-rays performed in (B)(6) (date unknown), (B)(6) 2022 (eng test also performed), and (B)(6) 2022. The customer is scheduled to receive a "pain blocker injection" on (B)(6) 2022. No additional information was provided. There was no report of death or permanent injury associated with this event.